Event description:
Reported, interrogating the device, the "device reinitialized 1 time" pop-up appeared.

Manufacturer narrative:
According to the analysis, the event date b3 was corrected. Analysis of the files provided led to the following observations: the device switched in standby mode on (B)(6) 2017. The switch was triggered by the watchdog to restart blocked timer. Based on available data, no issue is suspected on the subject pacemaker.

Event description:
Reported, interrogating the device, the "device reinitialized (B)(4) time" pop-up appeared.